Manufacturer narrative:
(B)(4). The analysis results found that the tcr55 reload was received with the forks damaged. In addition was received with 1 driver up and locked. No functional test was performed due the condition of the cartridge. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open pancreaticoduodenectomy, the proximal end of the reported tcr55 was damaged when it was loaded into a device at the 2nd firing. No pieces fell into the patient because the cartridge was loaded out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.